Manufacturer narrative:
No patient was present at time of event. Device will not be returned to manufacturer.

Event description:
Medtronic representative received a report from the site that the cable in the spring arm of the stealth station was damaged. No patient was present.